Event description:
Cue health inc. Technical support received a report from a customer that a cue covid-19 test positive (sn (B)(4)) result was followed by two negative cue covid-19 test results. Customer provided reader sn (B)(4) and cartridge lot 20141j. Customer stated that the rest of family all tested negative.

Manufacturer narrative:
Update to h10: response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to detect and cancel the test instead of releasing false positive results.